Manufacturer narrative:
This report is submitted on may 14, 2024.

Event description:
Per the clinic, the patient experienced an inflammation around the abutment site and was treated with topical therapy (specific date, duration, and type not reported).